Event description:
The patient reported intermittent function of the device. Using the appropriate diagnostic equipment. It was determined that the device is not functioning according to manufacturer's specifications. Explantation/reimplantation surgery was done in 2001. The heathcare professional has been informed that the explanted device should be returned to cochlear corporation.